Manufacturer narrative:
Manufacturer ref# (B)(4). Section d2b ¿ procode: krd/hcg. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 2232558s number, and no internal actions related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that upon opening the package of deltafill18 coil (product code: dlf180835, lot number 2232558s) the delivery wire and sheath were found to be torn, rendering the device unusable. The device was discarded. There was no visible damage to the outer box or other packaging. The deltafill18 was replaced with another new device of the same specification, which was successfully implanted. Patient impact: no adverse events or negative clinical impact were reported.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 07-apr-2026 indicated that the device was stored and handled according to the instructions for use (IFU). There was no visible damage noted to the packaging. The integrity of the sterile pouch was not compromised. The procedure was completed by using another deltafill18 8mm x 35cm. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.